Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 4/20/93 and removed on 12/17/96 because the "pump (was not refilling" and the pt was experiencing "diminished erection." The received info indicates that an "obvious leak in system" was observed although the info does not indicate where this leak was observed. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed two separation/leakage sites. The first is noted in the distal portion of the reservoir bladder. At this site a gouge in the material is osberved. Examination of the surfaces of the gouge and separation revealed markings indicating contact with sharp instrumentation of the surface and markings characteristics of stress(s) induced rending further in toward the reservoir lumen. The second leakage site is noted in the reservoir's inlet tubing near the distal end. This leakage site is composed of several small separations in a linear pattern. Examination of the surfaces of these separation revealed markings characteristics of contact with sharp instrumentation. The leakage indicates that one or more of these separations extends through both tube layers. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed damage to the distal end of the reservoir's inlet tubing would have resulted in an earlier detected fluid loss, qa concluded that this damage most likely occurred at or subsequent to explant. Based on qa's examination and the limited info received, qa concluded that the observed damage to the reservoir's bladder is the only site that would account for the reported "obvious leak in system" leading to the subsequent "diminished erection/pump not refilling." Based on the limited info, qa concluded that the observed gouge in the bladder surface may have occurred during the implantation procedure. Although surface in nature, this damage would have provided a locus where stress(s) could propagate a fracture in the material, leading eventually to the observed leakage site. This site would have then allowed the loss of fluid, rendering the device inoperable.

Event description:
The device was removed due to "diminished erection", secondary to the "pump not refilling the device". As reported to co, the entire device was removed and replaced with co's 3-piece inflatable penile prosthesis.